Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that she underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted, due to her stress urinary incontinence. It was reported that the patient experienced pain, dyspareunia, pressure, nerve damage, incontinence, discharge, infection, bleeding and other bodily injuries, and other additional surgeries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: a1, a2, d3, g1, g2.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. H6 patient codes: 3189- surgical intervention. Additional b5 narrative: it was reported that the patient underwent mesh removal on 8/11/2018. It was reported that the patient experienced scarring and erosion.